Manufacturer narrative:
The device is available for evaluation: it has not been received. The investigation is pending.

Event description:
The event occurred on an unspecified day in november 2025 involving a primary plum set, ball check valve in sight chamber, 15 micron filter, clave secondary port, polyethylene lined light resistant tubing, distal microbore tubing, clave y-site, secure lock, 264 cm. It was reported that an entansin leakage was detected from the air filter vent. There were no visible defects. The event occurs during infusion. No harm was reported.

Manufacturer narrative:
One new primary plum set was received for inspection. No damage or anomalies were noted. The set was leak tested per specifications and no leakage was observed. The complaint of a leakage cannot be replicated or confirmed. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 12/1/2025.